Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on 31mar2017. The fse proactively replaced the washer syringe cap/seal, and also the probe assembly. The instrument was operating as expected.

Event description:
On (B)(6) 2017, a customer reported unexpectedly negative antibody screen and antibody identification outcomes on a galileo echo instrument.